Event description:
During a direct stent procedure to treat a lesion in a diagonal branch, the stent was advanced past the lesion and as it was retracted back into the lesion, the stent became dislodged. The stent delivery system (sds) was removed and another balloon was used to deploy the stent where it remained distal to the lesion. Another stent was deployed in the target lesion. No pt effects were reported.